Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) patient experienced an infection. It was further reported by the implantable cardiac monitor (icm) patient that the device "did not do what it's supposed to do", "is not safe to implant", the device "moved" and they felt like they were being poisoned. The patient was treated with antibiotics. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.